Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The instrument was analyzed and visual inspection: (the unit has no significant scratches or dents. The front bezel is in decent condition.) (C-34/c-37 errors on start and c-38/m-11 errors on mono coag) erbe unit that was placed on golden system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure there was c-34 error and monopolar is not working. Site tired power cycling the erbe and new green cable and instrument and both ports with no change. Only the bipolar is working. Site does not have the covidien 371716 activation cable to use. Site is continuing on for now with bipolar energy only. The procedure was completing as planned. There was no indication of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the same generator remained in use. The bipolar continued to work. Surgeon used the vessel sealer to proceed with case. Triad was connected for monopolar use via covidien activation cable that was borrowed from another facility. To resolve the reported issue the customer confirmed monopolar cord and instrument replaced. Ensured all connections were secured. Dvstat called. The surgeon completed the case robotically with original configuration. There was no patient injury. System functionality was checked upon powering on the system and the case was progressing as usual until the error message presented.